Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was made. The patient status was unknown.

Manufacturer narrative:
Further information requested but was not received.